Manufacturer narrative:
Device passed the displacement. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that they were changing the reservoir and she has always had issues with the o ring gradually wearing after use and finally it broke off last night during set changes. Troubleshooting was performed for damage and noticed the reservoir lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.